Manufacturer narrative:
(B)(4). Concomitant medical products: biolox delta modular ceramic head lot#1620319 item#12-115132, bi-metric hip primary femoral stem collarless/porous & ha coated 17 x 165mm with type 1 taper lot#1573983 item#162037. The reported event was confirmed through revision clinical form received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient's left hip was revised 7 years post implantation due to rising cobalt and chromium ions and pain. MRI scan confirmed adverse reactions to metal debris. No further information has been made available at this time.